Event description:
Patient reported that the lancet, inserted in the softclix lancet device, protrudes beyond the device end-cap after firing. Patient stated that she has accidentally punctured her finger, 4 times, due to the protruding lancet. Patient noted that no medical intervention was sought or required. Patient self-treated by applying a bandage to the puncture site. Technical support requested the return of the suspect product and replacement product was shipped.